Event description:
The customer contacted baxter's service center regarding a question about number of cycles; which occurred on the homechoice (hc) during use, during dwell 1 of 4. The care giver (cg) stated the machine has 5 cycles instead of 3 cycles. They stated they have a pro card. The technical service representative (tsr) explained to contact the nurse and ask them to review the programming. The hc was okay. Baxter product surveillance contacted the care giver (cg) on (B)(6) 2011 regarding reported problem. The cg stated that they do not know why the number of cycles were different than normal, they even called the on call peritoneal dialysis registered nurse (pd rn) that evening. The cg stated the pd rn told them it was okay to resume therapy with the 5 cycles as long as the volume of fluid was the same. The cg stated that they attempted this but it did not work well. The cg stated that the patient then missed therapy for two evenings until they could go up to the clinic to get the hc reprogrammed and checked out by their usual pd rn. They stated since then it's stayed at 3 cycles, and they have not had any further problems. The cg stated that this did not have any negative unwanted effected from that evening, no negative repercussions occurred other then missed therapies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. The machine was not provided for evaluation. A follow-up MDR will be submitted if additional information is obtained.